Manufacturer narrative:
(B)(4). This follow-up report is being submitted, to relay additional information. Proposed component code: mechanical (g04), head. Visual examination of the provided pictures identified, the explanted head that is covered in bio-debris. No further evaluation can be made from the provided picture. Medical records were provided and reviewed, by a health care professional in the linked complaint. Review of the available records identified, the following: initial op report reflects revision of unknown head and cup product. No complications noted, hip restrictions emphasized. Medical records, for the revision in this complaint were not provided. The complaint was unable to be confirmed. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. If any further information is found, which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Event description:
It was reported a patient underwent a right hip revision approximately three years post implantation due to a dislocation after a fall. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2024-00297. D10: cat #: 010000983 / g7 freedom const e1 lnr 36mm e / lot #: 6728370. G2: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.